Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2013 with the following findings: investigation revealed the display screen was dim and discolored. A test display was installed and functioned per specification. A battery compartment crack was observed. Unrelated to the display and battery compartment issues, a u-groove crack was observed. (B)(6). This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in CAPA (B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness.

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored and a battery compartment crack was observed. This report is made based on results of the investigation performed on 09/30/2013.